Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lobectomy, while on lung the reload did not fire. The surgeon was able to press the green button but unable to squeeze the handle. They used another reload to complete the case. There was no patient injury.